Event description:
Allegedly after the primary surgery, the surgeon found pseudotumor by x-rays and CT images. At revision surgery, the head and neck junction had changed to black. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00993, 00994, 00996. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the returned product.(B)(4).